Event description:
The patient was seen in clinic and presented with low impedance. The patient also reported experiencing an increase in seizures. Additional information received noting that the patient's device was checked in pre-op and low impedance was duplicated when the patient looked over their left shoulder. The patient underwent a full revision surgery and when the original lead was removed, it was revealed that the silicon casing was broken and the wires were exposed. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed and approved for the returned generator, there were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was completed and approved for the returned lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The low impedance an abraded insulation allegations were confirmed by the pa lab. Functional analysis of the 1st returned portion, ¿as received¿, showed a short circuit condition. The exposed coils intertwined with each other were separated; a second functional analysis was performed, and the short circuit condition was no longer present. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or other short circuit conditions were identified. During the visual analysis of 1st and 2nd portions, outer and inner tubing was confirmed to be abraded open in some areas, likely due to wear. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified openings and cut ends.

Event description:
The explanted products were received but product analysis is still underway.